Event description:
It was reported that during preventive maintenance, one bone pin tracker clamp with knurled nut extends past stop. No during surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: this malfunction has not caused or contributed to a death or serious injury in the past; nor has a medical intervention been necessitated to preclude permanent impairment or a body function or permanent damage to a body function. The manufacturer has identified that this event should be re-evaluated for MDR reporting. The re-assessment, based on analysis of historical data and risk management, determined that the issue does not meet the threshold for reporting and is a non-reportable event.